Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the findings reported herein, the following were identified: corrosion on electrical contacts, lock lever and scope mount/connector crack/twisted cable, and scratches on the head of the main body. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, there was no image on the camera head even when connected to the main unit. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 12 years since the subject device was manufactured. Based on the results of the investigation, and because the phenomenon (no image) was not reproduced during evaluation a specific root cause could not be identified. However, it is possible that poor energization due to contact corrosion in the cable portion or partial disconnection of the cable due to twisting of the cable. Therefore, it is possible that the failure image function of the cable part did not function normally, and the phenomenon pointed out (no image) appeared occurred. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies that the transurethral resection (tur)(therapeutic) procedure was completed successfully, after a 5 minute delay to change to a similar device.